Manufacturer narrative:
The cause for the discordant advia centaur xp rubella g (rub g) results for this patient (pregnant female) with two different reagent lots (lot 068202, and lot 068204) is unknown. The customer did not report other discordant rubella g results for other patients at the time of the incident. Siemens is investigating the event. MDR 1219913-2018-00263 was filed for a false positive result for the same patient on another reagent lot (068202).

Event description:
A false positive advia centaur xp rubella g (rub g) result was obtained on a pregnant female, and the result was questioned by the physician. The rubella g positive result was considered discordant compared to a negative historical rubella g alternate test method result. A new sample was obtained from the same patient at a later date, run on the same advia centaur xp instrument, different reagent lot (068204), and the rubella g result was positive. This new sample was sent to three alternate support laboratories, tested on alternate rubella g test methods, and the results were all negative. A corrected report was issued by the customer. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp rubella igg results. MDR 1219913-2018-00263 was filed for a false positive result for the same patient on another reagent lot (068202).

Manufacturer narrative:
Siemens filed MDR 1219913-2018-00264 on 10/29/2018 for a false positive advia centaur xp rubella g (rub g) result obtained on a pregnant female, and MDR 1219913-2018-00264 supplemental report 1 was filed on 11/21/2018 for additional information. On 01/15/2019 - additional information: the patient sample was not received by the customer for further investigation. On 01/17/2019 - additional information: siemens has completed the incident investigation. The positive rubella g results were produced with two different sample blood draws, and with two different rubella g reagent lots (068202, 068204). Based on the information provided, this does not appear to be a system or an assay performance issue, but rather a sample specific incident. The customer has not provided additional information to calculate the relative specificity for rubella g reagent lots 068202 and 068204. The instruction for use (IFU) for initial relative specificity of 3 studies has a range of 95.4-100%. Based on the available information, the advia centaur xp rubella igg reagent lots 068202 and 068204 are performing as intended. No further evaluation of the device is required. MDR 1219913-2018-00263 was filed for a false positive result for the same patient on another reagent lot (068202). MDR 1219913-2018-00263 supplemental report 1, and MDR 1219913-2018-00263 supplemental report 2 were filed for additional information.

Manufacturer narrative:
Siemens filed MDR on 10/29/2018 for a false positive advia centaur xp rubella g (rub g) result obtained on a pregnant female. 10/31/2018 additional information: a siemens customer service engineer (cse) and field application specialist were onsite after the event to check system performance. System decontamination of the acid, base and wash lines with oxygenated water was performed. A new rubella g assay calibration, quality control, and check of other assays were performed. Siemens is investigating the cause for the rubella g discordant result, and has requested the patient sample for further testing. MDR 1219913-2018-00263 was filed for a false positive result for the same patient on another reagent lot (068202). MDR 1219913-2018-00263 supplemental report 1 was filed for additional information.